Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was bleeding in the area of exit site. A crack was observed at the luer adapter. The catheter was repaired. There was no cleaning agent used on the device. There was no instrument used to loosen or tighten the device. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, d6a, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient with underlying condition (end stage renal disease and hypertension) had hemodialysis since (B)(6) 2021, after hemodialysis using catheter (permanent tunneled catheter), the patient was bleeding in the area of exit site (somewhere under the skin). A crack was observed at the luer adapter (they could not specify if red or blue side). It was also found that there was a leak in the catheter shaft (fluid leak changed to blood and was out from the exit site). They tried to stop the bleeding manually (supportive compression). There was no cleaning agent used on the device. The insertion site was treated with normal saline solution or nss and betadine prior to product placement. There was no instrument used to loosen or tighten the device and not usually tightened/loosened by hand. Flushing was done and it went well, blood from around the exit site and top gauze was observed prior to use and there were no other products being utilized with the device. The product was replaced with a new catheter/new brand to resolve the issue and treatment was completed. There was blood loss of about 1-2ml and blood transfusion was not required. There were no further issues and there was no reported patient injury.

Manufacturer narrative:
Additional information: g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the cannula had a leak. The leak appeared to be consistent with sharp instrument contact. It was reported that the luer adapter was cracked and there was a leak on the catheter shaft. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient with underlying condition (end stage renal disease and hypertension) had hemodialysis since (B)(6) 2021. After hemodialysis using catheter (permanent tunneled catheter), the patient had a lot of bleeding in the area of exit site (somewhere under the skin). The healthcare professional tried to switch the line but the hcp heard air from the exit site so hemodialysis was discontinued before treatment time. A crack was observed at the luer adapter (they could not specify if red or blue side). It was also found that there was a leak in the catheter shaft (fluid leak changed to blood and was out from the exit site). They tried to stop the bleeding manually (supportive compression). There was no cleaning agent used on the device. The insertion site was treated with normal saline solution or nss and betadine prior to product placement. There was no instrument used to loosen or tighten the device and not usually tightened/loosened by hand. Flushing was done and it went well, blood from around the exit site and top gauze was observed prior to use and there were no other products being utilized with the device. The product was replaced with a new catheter/new brand to resolve the issue and treatment was completed. There was blood loss of about 1-2ml and blood transfusion was not required. There were no further issues and there was no reported patient injury.